Event description:
The complainant reported that the clinician was performing an implant restoration for a pt on (B)(6) 2011. When the clinician placed the restoration in the pt's mouth, the abutment fractured. The porcelain crown was reported not to have fractured during this event. There was no indication from the complainant of any adverse effect to the pt as a result of the reported abutment fracture.

Manufacturer narrative:
The device has not yet been returned for eval. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. Attempts were made to obtain device return. A f/u medwtch form will be submitted if the device is rec'd for eval. (B)(4).